Event description:
It was noted that a patient's blood pressure was getting increasingly lower. The healthcare provider discovered the IV with the neo-synephrine (phenylephrine) was leaking at the coupling. Tubing was changed and the new line leaked at the coupling. Drip was switched to a different port.